Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b30 error code. The issue was found during set up and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope/camera head is not recognized and failure in printed circuit board (cr board), the image is interrupted. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of low voltage switching (lvds unit), the scope/camera head is not recognized and due to a failure in cr board, the image is interrupted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customers.